Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Eval code: the history records for the femoral, articular and tibial components were review, indicated the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.